Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep worked the iris pot until it was clean. The system is working as intended.

Event description:
The customer reported that the system intermittently displays a "bad iris pot" at boot up. A reboot clears the message.